Event description:
Additional information received reported the patient is now receiving effective therapy and is charging well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient is being scheduled for replacement however a date had not been set.

Event description:
Additional information received reported the patient¿s revision occurred on 2014-(B)(6).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had battery depletion and an overdischarge was suspected. It was unknown what number overdischarge had occurred. A physician mode recharge (pmr) was not performed. It was reported the patient¿s rechargeable stimulation didn¿t work now. The patient hadn¿t tried to use the device in 2 years because lack of pain. However, the patient¿s leg pain was returning and the patient wanted stim on. The patient experienced pain and less than 50% therapy relief in the left leg. The patient had an appointment scheduled to meet on (B)(6) 2014. Diagnostic testing and troubleshooting was to be performed in the future. The patient¿s status at the time of current report was alive-no injury. Additional information received reported the patient hadn¿t had her appointment yet. Additional information received reported the patient did not show up for their appointment and was re-scheduled for (B)(6) 2014. Additional information received reported the over-discharge was confirmed. It was reported that at their appointment one day prior to report two physician mode reset (pmr) sessions were performed and the manufacturer representative was unable to retrieve the device. It was confirmed the patient¿s battery was a rechargeable device and was implanted in (B)(6) 2007. It was further reported the manufacturer representative was with the patient at the time of report and requested information on how to ¿jump start¿ the device through a physician mode reset (pmr) session. No further information was provided. Additional information received reported there were telemetries issues. It was reported the manufacturer representative has performed 5 physician mode reset (pmr) and has still not brought the implantable neurostimulator (ins) out of over-discharge. It was noted the manufacturer representative did not feel the need to attempt an antenna locate because the device was shallow and easy to palpate and noted the pocket was ¿very tight and solid¿. Information related to lead revision in (B)(6) 2007 was omitted and not related to this event. Additional information received reported the manufacturer representative had performed 12 physician mode reset (pmr) sessions and the device had not recovered from over-discharge. It was noted that the manufacturer representative performed an antenna locate to get the best positioning and instructed the patient to continue charging. It was further reported that after ¿many¿ physician mode reset (pmr) sessions the manufacturer representative was still unable to perform telemetry with the implantable neurostimulator (ins). It was noted that the patient was implanted in april 2007 and it was ¿marvelous¿ for the patient but their pain got better so they did not use their device for two years. It was reported that the patient ¿tweaked¿ something and wanted to use their stimulation again but due to not using their device and not charging it for two years it was in over-discharge. It was reported 18 hours of pmrs have been performed and the device was still not recovered. It was reported there was no suspicion of the ins being flipped as it was tight in the pocket. It was reported that this is patient¿s 3rd over-discharge and they will ¿probably be replacing the ins¿ possibly next week.

Manufacturer narrative:
Concomitant products: product ID 7427, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3887-33, lot # j0405873v, implanted: (B)(6) 2004, product type lead; product ID 748925, serial # (B)(6), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3887-33, lot # j0405873v, implanted: (B)(6) 2004, product type lead; product ID 7427, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 7427, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator. (B)(4).